Event description:
A customer reported their x8-2t transducer had a chipped ring on the flex neck exposing sharp edges. The x8-2t transducer was associated with the epiq cvx ultrasound system at the customer¿s site. The issue was discovered outside of use. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The transducer was replaced to resolve the customer¿s immediate concerns. The investigation determined visible marks on the transducer, notably on the bead, sheath, and lens, which appear to be bite marks as a result of accidental user damage. Additionally, dents and scratches were identified on the mid-handle housing caused my rough handling and dropping. No further similar issues have been reported by the customer post repair.